Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 130 mg/dl. The customer was told that it could be the battery cap. The customer stated that the alarm first happened two weeks ago when changing out the battery. The customer disconnected the line while waiting on her to get to the alarm history. Customer stated that the pump reset itself. The customer called was disconnected.